Manufacturer narrative:
Additional suspect medical device components involved in the event: 18995716. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6). Additional suspect medical device components involved in the event: 18995939. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to pocket discomfort. The patient is doing well post operatively and explanted device will not be returned as it was disposed per facility.